Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and noisy signals. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.